Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device has high airway pressure causing internal damage to the device. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical israel's service department. During the investigation, the o2 tube was found to be disconnected from the high pressure transducer. It was determined that the detached tube was the result of a previous repair of the o2 tube by the customer. The o2 tube gradually loosened until it completely detached from the pressure transducer. The device was recertified and returned to the customer. This report has been attributed to improper repair of the device by the end user. Reports of this nature are typically not submitted as the reported malfunction was the result of the customers attempt to repair the device. Analysis of reports of this type has not identified an increase in trend.